Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens remains implanted. (B)(4).

Event description:
The patient reported through social media had a 12.6mm vicmo12.6 implantable collamer lens, -07.50 diopter, implanted in their left eye (os) on (B)(6) 2015. The patient reported four days after surgery, was unable to read anything/blurry. To date the patient's vision has not improved. The patient was prescribed eye drops (nevanac and genteal gel) for a month. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).